Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of 42 mg/dl. Low bg cause was due to human factor of administering too much insulin. Customer consumed glucose tablets to address bg and resumed insulin delivery. Reported customer is using admelog insulin. Tandem technical support informed customer that using admelog insulin is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider to discuss diabetes management.